Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Customer remotely reported 40096 errors despite hard power cycling. Tse reviewed logs and found 311 and 307 errors and informed the caller that the system is not usable with 311 errors. Fse visited the site to address hard 311 errors from the master supervisory controller (msc). The msc was running a golden image on the kernel manifest, and the fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the staff encountered 40096 errors and attempted hard power cycling without success. The technical support engineer (tse) reviewed the logs and found 311 errors and 307 errors. The tse informed the caller that the system would not be usable with 311 errors. Later, a hard power cycle of the tower was performed with no change. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was intubated and they were using a bag on them. They ended up moving the patient to another room. The procedure was aborted to another da vinci prior to port placement on the patient.